Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information from 12sep2025 provided that the patient suffered a major bacterial driveline infection that required medication and surgical intervention on (B)(6) 2025. The infection was thought to have a clear correlation to the device, and the cause of the infection was due to the patient's condition. On (B)(6) 2025, the patient's pump was explanted due to the driveline infection. The patient was admitted on (B)(6) 2025 and remained hospitalized as of (B)(6) 2025.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a driveline infection by methicillin-resistant staphylococcus aureus (mrsa) spread to the rectus abdominus muscle, and the pump was replaced. The patient was under intensive care unit (ICU) management.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), did not reveal any device-related issues. A specific cause for the reported driveline infection could not be conclusively determined through this evaluation. (B)(6) was returned assembled with the pump cable severed approximately 3¿ from the pump header. The distal portion of the pump cable and the modular cable were not returned. The sealed outflow graft was returned attached to the pump cover outlet port with the bend relief properly engaged to the graft attachment hardware. The cuff lock was disengaged prior to the pump¿s return, and the apical cuff was not returned. Upon disassembly, visual examination of the pump¿s blood-contacting surfaces revealed no evidence of developed or adhered depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The left ventricular assist device event and periodic log files retrieved from the returned device captured the pump functioning as intended. Mlp-044054 was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. A and the heartmate 3 lvas patient handbook, rev. C are currently available. This document lists potential adverse events, including driveline infection, that may be associated with the use of the heartmate 3 left ventricular assist system. This document also lists infection as a potential late postimplant complication. Furthermore, several sections of the heartmate 3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.